Manufacturer narrative:
This event occurred in (B)(6). (B)(6). (B)(6).

Event description:
The customer stated that they received erroneous results for three patient samples tested for roche omni electrode potassium (potassium) on a cobas b 221<4>=roche omni s4 system (b221). The first patient had a sample result of 4.27 mmol/ l when tested at 4:36 a.m. On the b221 analyzer. The patient had a sample tested using the siemens advia 1800 analyzer and the result was 4.8 mmol/l at 5:51 a.m.. The patient also had a sample tested again on the b221 analyzer at 8:11 a.m. And the result was 5.47 mmol/l. The second patient had a sample result of 4.59 mmol/ l when tested at 4:44 a.m. On the b221 analyzer. The patient had a sample tested using the siemens advia 1800 analyzer and the result was 4.3 mmol/l at 5:41 a.m.. The patient also had a sample tested again on the b221 analyzer at 7:15 a.m. And the result was 4.71 mmol/l. The third patient had a sample tested using the siemens advia 1800 analyzer and the result was 3.7 mmol/l at 5:40 a.m.. The patient had a sample result of 5.69 mmol/ l when tested at 7:49 a.m. On the b221 analyzer. The patients were not adversely affected. The potassium electrode lot number and expiration date were asked for, but not provided. The field service engineer checked the instrument. He determined that the reference electrode was installed on the analyzer in (B)(6) 2015, so the electrode was older than one year. He exchanged the potassium and reference electrodes. He performed comparison measurements with fresh patient serum on the b221 and siemens advia 1800 analyzers. All results were within range.

Manufacturer narrative:
Investigation of the data showed that the reference electrode and potassium electrode were replaced before the comparison measurements were performed. Based on the available instrument data, no issues with the potassium electrode could be found. The calibration signals and control results were ok. Based on the available data and information, it cannot be ruled out that the issue was caused by a reference electrode that was not replaced as required by product labeling. Pre-analytic sample handling issues also may have contributed to the discrepant results. Time between the comparison measurements, mixing of the sample, and increased potassium due to sample hemolysis may also be factors for the discrepancies.